Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the patient and performed an impedance check with all results within normal limits. The cause of the ¿ins not working, not charging, and doing crazy things¿ starting over a month ago was due to the patient needing an adjustment of their settings. The rep. Met with the patient and reprogrammed the device and the issue was resolved which was confirmed with the healthcare provider/account. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's device was not working, not charging and doing crazy things. Caller stated they have not seen their manufacturer's representative (rep) in 2 years cine they stopped using manufacturer because they were not able to get in touch with their reps. Caller stated they called a few weeks ago and a rep was supposed to contact them and never did. No symptoms reported. No further complications were reported/anticipated.